Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) due to the wavelets not matching. The device remains in use. No further patient complications have been reported as a result of this event.